Manufacturer narrative:
The manufacturing location was unknown. The lot number was unknown. Therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the small battery drive sounded like it was ¿struggling to work¿. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the event or if a spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.